Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the investigation, the error 116 appeared. It was caused by weak connection of the motherboard. The whole device was cleaned and dedusted, and the connectors were cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during the preparation for surgery the visera 4k uhd camera control unit displayed a e116 (scope communication error). The procedure was completed with a similar device. The procedure was not prolonged. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the event, ¿error code e116¿, occurred due to poor connection of the mother board. The whole device was cleaned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.